Event description:
Proxy biomedical was notified on (B)(4) 2013, via email by the polyform distributor (B)(4) that they have received a complaint on the (B)(6) 2013, regarding a polyform product from a patient's legal representative. The complaint states that following implant of polyform mesh the pt claims to have experienced incontinence, erosion, scar tissue, vaginal and pelvic pain, infection, bleeding, granuloma, fistula, dyspareunia and disfigurement. The date of implant of the mesh is unknown. The patient is identified as "(B)(6)". Her date of birth is unknown; her weight and height details are unknown. The hospital where the implantation procedure took place is unknown. The physician who treated the pt is dr (B)(6); telephone number is unknown. The implant involved in this complaint is a polyform synthetic mesh - the lot number is c001202 and part number was (B)(4).

Manufacturer narrative:
Method code: device was not returned for evaluation. Conclusions code: inconclusive, investigation on-going. The device is a synthetic device made from (B)(4). Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design (B)(4) and polyform product insert (instructions for use).